Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a procedure. Procedure date is unknown. According to the complainant, enteral nutrition impossible to administer. Patient was hospitalized a few weeks ago because of intestinal obstruction. The patient went back home for two days then was hospitalized again because of intestinal obstruction. In the evening of (B)(6) 2013, enteral nutrition was prescribed, however, inability to pass nutrition was noticed. The following day, at the end of the morning the nurse noticed a high pressure alarm on the pump with an occlusion message. Attempts were made to rinse the peg tube with water and cola but was unsuccessful. The peg tube deforms when liquid passes and the liquid goes back to the syringe. Physician was contacted. On (B)(6) 2013, it was reported that there was a fluid leakage and a small bud at the level of the patient¿s stoma site. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Additional information: concomitant products: modopar (1 in the evening) - sinemet lp 50/200 mg (in the evening). Reported event of peg tube blocked/occluded. Reported event of peg tube "deforms when the liquid passes. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.